Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a newborn patient (gender unknown); after removing the electrode pads, burns were found on the patient's skin. Patient sustained full thickness third degree burns over the nipple. As a result, wound debridement was required and the patient lost their nipple.

Manufacturer narrative:
The customer was contacted for return of the suspect product, photographs of the alleged burn, and pad lot number. However, the product has not been returned to zoll for evaluation. The customer has not responded to our request for additional information; therefore, a retain sample evaluation could not be performed.